Event description:
A (B)(6) male underwent an endovascular aortic repair procedure with a zenith fenestrated aaa endovascular graft proximal body ((B)(4)). During the procedure it wa noted the valves on the sheath were not hemostatic so the patient lost a considerate amount of blood (reported separately - see 9680654 2014 00010). During the same procedure a zenith fenestrated aaa endovascular graft distal body ((B)(4)) was also used and this also leaked in the same manner. The graft was deployed as the physician intended and no additional procedures were needed. The patient is doing well post procedure. The patient required a blood transfusion.